Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one resolute integrity coronary drug eluting stent, the stent balloon burst. The device was inspected prior to use with no issues noted. Negative prep was not performed. It is unknown where the burst, leak or rupture occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the burst occurred on the single and first inflation at 4-6atm. It was detailed that the stent was deployed in the left circumflex artery, however, after the balloon ruptured and during the attempted retrieval of the balloon, the stent came along with the balloon and stent dislodgement occurred in the left main stem lesion, which could be seen on angiogram. The balloon/delivery system removal was not difficult; however, the stent removal was challenging but was removed safely. The lesion was mildly calcified, minimal tortuous with 85% stenosis in left circumflex artery (lcx) continuing to the obtuse marginal (om) branch. The lesion was not pre-dilated. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned in the lesion while inflated, the repositioned was done during inflation. Image analysis: three still images were received for analysis. Image 1 and 2 depict a dislodged stent, the stent appears to be deformed and partially expanded. Image three depicts a resolute integrity delivery system, kinks are evident to the hypotube. Fluoroscopic image analysis: the mp4 fluoroscopic images showed the attempted deployment of the stent. Contrast solution can be seen in the distal vessel indicating that there is a leak or burst in the balloon or catheter. The cause of the leak/burst cannot be determined from the images. The stent can be seen to have been deformed and moved onto the proximal to mid end of the balloon. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the stent was retrieved by using a balloon through balloon inflation. No other intervention was carried out as the stent retrieval was successful through the balloon. Annex d code. B1. Adv evnt/prod prob h1. Type of reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.